Manufacturer narrative:
The biomed (biomedical engineer) informed the service center representative they were not in front of the device to troubleshoot the issue and was instructed to press the escape key on the cv-190 keyboard and power down both the cv-190 and the clv-190. Then clean the electrical contacts with 70% isopropyl alcohol followed by using canned air on the clv-190 connector socket and reconnect the scope to the cv-190/clv-190 tower and power it back on. Additionally, the biomed informed the representative the secondary monitor receives a signal from a wireless transmitter on the primary monitor. The service center representation advised the biomed there could be caused by rf leakage from the generator and to perform a preventative maintenance (pm) on the generator. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus that their evis exera iii video system center displayed a communication error (b30) for an unspecified therapeutic procedure. It was also reported when the cut function is active on the erbe generator the image is only visible on the secondary monitor. There was no reported death, harm, or injuries related to this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The DHR was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The case is not due to design. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the reported device and reproduce the event, the root cause of the b30 error and intermittent image could not be identified. However, it¿s likely the cause is related to dirt on the output socket. Olympus will continue to monitor field performance for this device.